Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: pci was performed for the 90% of stenosed and calcified lesion in a lcx distal. Runthrough ns was inserted to the lcx om abtuse marginal branch-distal. The physician checked the lesion in the lcx with ivus after dilatation with mercury 2.0x11. No resistance was met that time. The balloon was inflated at 20atms and cypher 2.5x23 was deployed. The gw runthrough was passed through the lesion in the lcx om (obtuse marginal) branch again, and kissing balloon technique was performed with cypher and mercury. The physician noticed that the lcx distal was not dilated enough by ivus check, and inflated the lesion again at 20atms with quantum maverik 2.5. After pullback fof the final imaging with ivus, the transducer was put into the imaging core and attempted to be pulled back to the gc. But the ivus was hooked to the stent distal edge and not able to withdraw at all. The physician pushed and pulled the ivus approximately 20 minutes, and the ivus was able to withdraw with strong resistance. The physician wants a macro photography of the tip of the atrantis which wire port was raised. Introducer sheath: terumo 6f. Patient condition: stable.